Event description:
It was reported when using the pyxis medstation es system fridge failed and required maintenance. The customer stated that there was no delay in getting the medication because they were able to obtain it from another location. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to fridge failure. A field service engineer guided the customer how to do a hard reboot of the fridge. They turned off the fridge with the switch, then turned the battery key to ensure it was off, and switched off the station. After waiting a few minutes, they turned the fridge back on by pressing the switch and turning the battery key. They waited a minute for the temperature display to show the current temperature before turning the station back on. The issue was fixed. The system functioned as intended after the field service engineer troubleshooted the device.